Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-feb-2023. H6: investigation summary five samples and ten photos were provided to our quality team for investigation. The other three samples were also visually inspected. It was observed that two samples had spots of embedded foreign matter on the needle shield. Lastly, the third sample was observed to have loose foreign matter inside the sterile package. The observed conditions were non-conforming per product specification. Potential root cause for embedded foreign defect is associated with the needle supplier¿s manufacturing process and loose foreign matter defect is related to the assembly process. As corrective action, overhead conveyor cleaning to assembly maintenance plan has been added. A device history record review was completed for provided lot number 1321729. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defects. H3 other text : see h10

Event description:
It was reported that the bd twinpak¿ dual cannula device with syringe had excessive foreign matter in the sterile packaging. The following information was provided by the initial reporter: "excessive particulates inside of the sterile packages"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd twinpak¿ dual cannula device with syringe had excessive foreign matter in the sterile packaging. The following information was provided by the initial reporter: "excessive particulates inside of the sterile packages."